Manufacturer narrative:
The customer reported that during irrigation/aspiration, the I/a handpiece did not get any fluid during a procedure. The patient experienced an anterior chamber collapse. Additional information was requested but none has been received to date. The operators manual states if the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. The operators manual also warns the use of non-alcon surgical reusable or disposable I/a handpieces that do not meet alcon surgical specifications, or use of an alcon handpiece not specified for use with the infiniti® vision system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Anterior chamber stability is primarily influenced by the balance between influx of irrigating fluid and its efflux through the main corneal incision and side ports. As the patient¿s medical or ocular history were not provided, it is unknown if the patient had preexisting comorbidity that would predispose chamber instability or intraoperative floppy iris syndrome (ifis). The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an irrigation / aspiration (I/a) handpiece did not get any fluid during a procedure. The patient experienced an anterior chamber collapse. Additional information has been requested but none has been received but none has been received.